Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, b.6, d.4, h.4, h.6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side rupture and "concern about possible alcl." Device has been explanted.

Event description:
Healthcare professional reported left side rupture. Additionally, healthcare professional reported "concern about possible alcl." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified broken shell and underweight. A visual and microscopic analysis was performed which identified: broken crease sharp on radius, stress marks, missing shell, creases fold, and wear abrasion. Based on the device analysis the final assessment is a broken crease sharp on radius assessed as fold flaw opening and missing shell assessed as inconclusive.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Event description:
Device has been explanted.